Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 24, 2016 that a wallflex esophageal stent was implanted to treat an anastomotic stenosis of the esophagus-jejunum due to stomach cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the stricture was not dilated prior to stent placement procedure. According to the complainant, during the procedure, the physician deployed the stent distal from the stricture site. The physician attempted to reposition the stent; however, the stent suture broke while pulling the stent. The physician was able to reposition the stent to the desired location using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex esophageal stent was implanted to treat an anastomotic stenosis of the esophagus-jejunum due to stomach cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the stricture was not dilated prior to stent placement procedure. According to the complainant, during the procedure, the physician deployed the stent distal from the stricture site. The physician attempted to reposition the stent; however, the stent suture broke while pulling the stent. The physician was able to reposition the stent to the desired location using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on 20sep2016 the patient had a total gastrectomy and had a stenosis on the scar of the esophagogastric junction area.